Event description:
This complaint is in scope of a complaint remediation project and has been identified as a complaint that required a MDR based on either the source of the complaint or the type of complaint and is being reported. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 21october2019 anika received from the FDA a medwatch report (mw5090046) which reported that a patient of unknown age and demographic was treated with monovisc in the patient's left shoulder. The lot number was not providfed. There was no negative patient impact and there was no malfunction reported.

Manufacturer narrative:
The reported event is not confirmed. The cause of the reported event could not be established. The lot number was not provided. A batch record review was not performed. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.